Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the harmonic ace curved shears broken during the surgery. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument tip was broken. The instrument was inspected prior to use. Surgeon was cutting when the issue occurred. The instrument did not collide with any other instruments during the procedure. No fragments fell inside the patient however there was a portion of the device completely detached from the instrument. The instrument is available for analysis. No photos or videos are available for review. Instrument part and lot confirmed however sequence was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed and found customer reported that the harmonic ace curved shears broke during surgery. Failure analysis determined that the curved blade tip was broken, causing the customer¿s complaint. A 0.626" × 0.085" piece was broken off and not returned; adjacent components showed no damage. The complaint was confirmed by failure analysis. The probable root cause of the broken blades and detached fragment is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).